Event description:
It seemed the neck had come out of the head. It was noted that through time the neck had burnished down to a point. Much debris was created and the joint was black. The surgeon inserted a new poly and a cone conical mod hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: the device was not returned but images were provided. The articulating surface was unremarkable. A review of the medical information by a clinical consultant confirmed the event but could not determine a root cause. Device history review and complaint history could not be completed as no valid lot was provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It seemed the neck had come out of the head. It was noted that through time the neck had burnished down to a point. Much debris was created and the joint was black. The surgeon inserted a new poly and a cone conical mod hip.